Event description:
The customer reported that the sys exhibited an error. Further info was rec'd from the customer indicating that the error resulted in the system locking up. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The reported issue could not be duplicated. The 5 vdc power supply was evaluated and adjusted to the optimal voltage. The engineering reseated fuses in both the workstation and the mainframe. The customer also replaced the interconnect cable in relation to the event. The sys was tested and found to be working as intended and put back into svc.